Event description:
It was reported that a pump declared a cartridge change error. Customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. A new cartridge was loaded to resolve the issue.